Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, two difficulties occurred with the same unit. The force to fire was very high and difficult during the first three firings while the unit was in full articulation mode. The surgeon reported difficulty in squeezing the handle all the way and hearing the last tone in the sequence. At the end of the procedure, the device handle jammed in the closed position while sealing the right uterine artery. The surgeon had to hand off the camera from their left hand and use two hands to open the handle. Confidence was lost in the unit, and they decided to convert to a laparoscopic assisted vaginal hysterectomy rather than continue further dissection. One device will be returned.